Manufacturer narrative:
The device was not returned for investigation; however, a product history record review is pending.

Event description:
A patient underwent a coronary artery bypass graft (CABG) via median sternotomy with a planned posterior wall encircling ablation using an olh clamp. Due to the patient¿s anatomy, the clamp could not be positioned appropriately, and the surgeon elected to abandon the ablation. After the clamp was removed, bleeding was noted, and a pulmonary artery tear was identified. The injury was repaired intraoperatively with sutures, and the patient experienced no postoperative complications. There was no reported device malfunction, and the adverse event was the result of a procedural complication.